Manufacturer narrative:
Analysis of the pump revealed pump motor and gear train anomalies of corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen, morphine, and fentanyl (concentrations and doses unknown) via an implanted pump for non-malignant pain. On (B)(6) 2016 the patient's pump was alarming and the patient needed to be seen. She had been in and out of the hospital since (B)(6) 2016. It was unknown what environmental, external, patient factors may have led or contributed to the issue. The pump was in motor stall and according to the logs it had been going in and out of a motor stall since (B)(6) 2016. The doctor had oral medication and would replace the pump. The issue was not resolved at the time of this report and the patient's status was alive- no injury. Surgical intervention did not occur and was planned, but had not been scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.